Event description:
A doctor mistakenly gave a pregnant woman a dose of a painkiller over one hr last weekend that was supposed to be administered over 10 to 12 hrs, leaving her unable to walk, hospital officials said friday. The incident comes just weeks after hosp was in the spotlight for the deaths of three babies, who received lethal doses a blood thinner while in its neonatal intensive care unit. The woman entered methodist to give birth to her first child. A doctor started her on an epidural, which delivers anesthesia to women in labor through a pump. The painkiller was expected to last for the next 10 to 12 hrs. But the doctor erred in programming the machine to administer the whole bag in just an hr, hosp officials said. "To the best of our knowledge, we believe that human error entered into the equation," said senior vice president for corporate communications at the network that runs hosp. The hospital did not release the name of the doctor. The woman delivered a healthy girl. But since receiving the incorrect dose, she has had severely limited movement in her legs. Spokesman said friday that she is showing gradual improvement and will soon begin a physical rehabilitation program. But the woman's mother, said that the family has seen no change. "The only thing she can move is her toes. There's been no improvement," the woman said. "I miss my daughter, I want my daughter home." She is able to hold her baby. Before this happened, she had planned to go into forensic science. Now she's not sure what her future will hold, her mother said. "I would like for anyone out there that can pray for my daughter, that would be great," he mother said. Because incidents like this are so rare, spokesman for the hosp said, it is not known what the woman's long-term prognosis is. Doctors hope she will experience a complete recovery.